Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coils were blocked in the catheter. The target area was to treat bleeding on the right side in the rectalis medal following a prostate biopsy. Three unspecified pushable coils were implanted successfully using a non bsc microcatheter. Then a 3mm x 6cm coil was selected to finish the coiling procedure. It was noted that the coil has not been set free out of the catheter. The physician attempted to turn the coil around however, the coils were blocked. The physician removed the whole system from the patient and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed a pusher wire fragment.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: device was returned for evaluation. The coil was wrapped around a hardened dark substance. The coil was placed in warm water to soften and remove the substance. The coil was also noted to be kinked and stretched. The coil and pusher wire fragment were not interlocked. There was a fragment of pusher wire returned with the coil. The fragment was also noted to be stretched. The pusher wire was damaged and the tfe had come away from the core wire. Microscopic inspection noted that the interlocking arm of the coil was bent. The coil zap tip shape and surface was inspected and no issue was noted. There was no damage noted on the interlocking arm of the pusher wire. The dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the event information states that a ¿terumo progreat 0.025 microcatheter¿ was used in the procedure. This microcatheter is not compatible with the idc coil. (B)(4).